Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have a diagnostic anomaly. No intervention was reported. No patient consequences were reported.